Manufacturer narrative:
This is one of two final MDR reports being submitted with associated MFR# 1226348-2016-00188 and 3008264254-2016-00093. Based on the information, the event could not be confirmed. The product was not returned for analysis and a device history record review cannot be completed because the lot for the product is unknown. Since the event could not be confirmed and there is no evidence of a manufacturing-related malfunction, no corrective actions will be taken at this time.

Manufacturer narrative:
This is one of two initial MDR reports being submitted with associated MFR# 1226348-2016-00188 and 3008264254-2016-00093. Lot number provided is invalid, lot number unknown, expiration date unknown, UDI: lot number unknown; (B)(4). Lot unknown, manufacturing date unknown. The product will not be returned for analysis however a device history record review is currently being conducted and the results are not yet available. No conclusion is made at this time. Additional information will be submitted within 30 days of receipt.

Event description:
As reported by a healthcare professional, during stent assisted coil embolization of right internal carotid artery aneurysm resistance was felt when an enterprise stent (enc452212/10540726) was being advanced through the mid-shaft of a prowler microcatheter (606s255x/ 17347907). The stent could not be deployed after being put in place. The stent was withdrawn with the microcatheter. A new enterprise stent (enc452212/10540726) and mc were used but the stent still could not be deployed. The stent was changed again to complete the procedure; only the stent was removed. There were no damages noted on the stent or the microcatheter prior to use or upon removal. An adequate flush was maintained through the catheter. There was no report on the patient injury and the patient outcome was reported to be fine. There were no intra or post procedural complications or surgical delays related to device or reported event. Patient was a (B)(6) male who had tuberculosis, hence the products were discarded and are not available for return.